Manufacturer narrative:
The product involved in this event has not been returned to allow for an analysis to be performed.  It was indicated by the customer that the device will not be returned to masimo for evaluation.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported: "in retrospect an earlier situation occurred at umcg where there was a discrepancy between the cerebral oxygenation values that o3 displayed during intubation (picture 1). The difference between left and right was 25% (right 65%, left 40%). Following the rest of the procedure the difference between left and right was 5-10% except for another 5 minutes where the difference was 17%. As this was mentioned in retrospect, there are not many details available and it's not known what o3-module has been used." No consequences or impact to patient were reported.